Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while the device was being used to incise the papilla vater, the cutting wire broke. No part of the cutting wire fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while the device was being used to incise the papilla vater, the cutting wire broke. No part of the cutting wire fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the device upon receipt by the manufacturer found that the cutting wire was broken on the proximal end and bent towards the tip. During the decontamination process the broken wire detached. Both ends of the broken wire were blackened/burnt. The detached portion of the wire was approximately 16mm long, and the proximal end of the broken cut wire was extended 4 mm out the proximal pierce hole. Both pierce holes were charred/burnt, and the distal pierce hole was melted approximately 1 mm. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was "operational context" likely due to the procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.